Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11 h1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported in a journal article that approximately 57 months post-implantation, one patient experienced a revision of the cup due to aseptic loosening of a cup/cage construct secured with screws. During the revision, a previous pelvic discontinuity was noted as healed and a jumbo cup was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign ¿ canada. Journal citation: madanipour, s., neufeld, m.e., robinson, t., et al. (2025). Cup-cage reconstruction for pelvic discontinuity: encouraging long-term survival. Journal of arthroplasty 40(9), s423-s427. Https://doi.org/10.1016/j.arth.2025.01.025 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.